Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  The customer provided physio with a picture of the device's display during the event, confirming that it did not show any ECG trace on the screen, even dashed lines.  The cause of the reported issue could not be conclusively determined. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that when they powered their device on and connected it to a patient via a 4-lead ECG cable that it did not show any ECG trace on the screen, even dashed lines. Without this showing on the screen, the user would not be able to see any patient ECG while using the device. The customer was unsure if the 4-lead ECG cable was connected to the device prior to the device being powering on, or if it was connected after the device had already been powered on. Medical personnel then pressed the lead button and selected lead ii, after which the ECG waveform appeared. At the time of the event, the therapy cable was plugged into the device; however, it was coiled up in the pouch and not connected to the patient (via a set of electrodes) or test plug. No further details about the patient or the event were provided.

Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  The customer provided physio with a picture of the device's display during the event, confirming that it did not show any ECG trace on the screen, even dashed lines.  The cause of the reported issue could not be conclusively determined. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. UDI = (B)(4).